Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient's controller was receiving the error message "cannot connect to generator the generator is not responding." The patient had an unrelated surgery and did not place device into surgery mode just turned the device off. The rep was able to establish communication after surgery and effective therapy was restored.

Manufacturer narrative:
The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. The system was recovered through abbott intervention. The ipg was not replaced to reestablish effective therapy.